Event description:
It was reported that patient presented during clinical follow-up. Upon interrogation, noise reversion episodes and noise over-sensing on right ventricular lead were noted. No interventions were performed. Patient was in stable condition.